Event description:
Customer called to report that insulin pump was exposed to moisture damage. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked j2 connector at lcd board. The up arrow button dome switch found flattened (creased).unable to perform functional test due to button keypad anomaly. No traces of moisture were noted at electronic, motor or key pad assemblies per visual inspection. Unit had minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.